Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, high capture thresholds on the right ventricular (rv) lead. No changes or intervention were reported. There were no patient consequences.

Event description:
New information notes that that inappropriate shock was noted on the right ventricular rv lead cap and replaced on (B)(6) 2025. The patient condition was stable.